Event description:
It was reported that the implantable cardiac defibrillator system was explanted due to bacteremia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received indicated the patient had sepsis syndrome and enterococcal bacteremia. Blood cultures were positive for enterococci and no vegetation was present on the heart valves or device. The patient was treated with intravenous antibiotics. The patient was reported to be a participant in the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the distal portion of the lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage. Concomitant products: product ID d274trk, implanted: (B)(6) 2011; product ID 694765, implanted: (B)(6) 2009; product ID 419478 implanted: (B)(6) 2011. (B)(4).